Event description:
It was reported by a customer in canada that the 840 ventilator had a blank bottom screen. There was no reported patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse reset the display cables. No parts were replaced. The unit passed all calibrations, extended self-testing, and it was operating within the manufacturing specifications. (B)(4).